Event description:
It was reported that a user of the ilet with a dexcom g7 experienced recurrent low and high blood glucose with pronounced fluctuations after a prior factory reset, intermittently disconnecting from the pump without pausing insulin and later issuing multiple small meal announcements upon reconnection; education was provided on use of the pause feature and appropriate hypoglycemia treatment, and a subsequent factory reset was completed. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no specific device findings, with the medical device problem and device component undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.